Manufacturer narrative:
Date of event estimated. The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined.

Event description:
It was reported that the patient's was twiddling their ipg's causing it to be flipping over in the patient's chest, and it was causing the extension to be pulled down their neck, thus migrating, which was confirmed via imaging. It was also reported that the patient did experience a fall on their chin and therapy wasn't the same afterwards, thus having ineffective therapy. Surgical intervention took place on (B)(6) 2024 where the ipg's were secured in place using the suture holes and the extension was explanted and replaced to address the issue. Effective stimulation was restored.

Manufacturer narrative:
Date of event estimated.